Event description:
A customer reported that backflow occurred with an electromechanical ambulatory infusion pump during a chemotherapy treatment. The patient was instructed to prime the administration set and resume delivery, but backflow occurred again. The symptoms suggest that the pump might not deliver at a rate within specification. The complaint will be classified as an under delivery. There was no injury associated with this event.